Event description:
It was reported the customer received a button error alarm. The customer stated they were unable to clear the alarm. Customer also stated they did not press any button for three minutes or longer. The customer was advised to disconnect from their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.